Event description:
It was reported the video processor experienced no image of flat plug input. The issue occurred during inspection for use, prior to patient in room for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: change of the dr (printed circuit) card. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to a change of the dr (printed circuit) card. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.